Event description:
(B)(6) woman with lqt syndrome who has a history of cardiac arrest and received a dual chamber secondary prevention ICD in 2007. She recently delivered her third baby during which time her riata ICD lead was found to have high impedance suggestive of fracture. She has been wearing a lifevest. She presents today for extraction of her fractured riata ICD lead and implant of a new ICD lead.